Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/04/2024, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source: shah yb, lokeshwar sd, brutus n, et al. Bmj case rep 2024;17: e263333. Doi:10.1136/bcr-2024-263333 block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e1310 captures the reportable event of utis. Imdrf patient code e2315 captures the reportable event of fluid discharge.

Event description:
Boston scientific became aware of an event involving an spaceoar hydrogel through the article, "rectourethral fistula after perirectal spacer placement requiring pelvic exenteration", by yash b, shah et al. The article presented a case of a patient who underwent a spaceoar placement. The patient underwent pelvic radiation treatment that was completed 3 months afterwards. The patient was on 24 months of androgen deprivation with bicalutamide and leuprolide. Four months post-placement, the patient experienced pressure, mucous passage, and light bleeding with bowel movements. By eight months, symptoms worsened with increased bleeding, clot passage, pain, and recurring urinary tract infections (utis). At 13 months, he reported air passage through the urethra, fluid leakage per rectum, and recurrent utis. Cystoscopy was performed and did not show a visible fistula tract. A postvoid residual volume discrepancy raised concerns. At 15 months, stool was noted in the urine, a diverting transverse loop colostomy was performed. The magnetic resonance imaging (MRI) postplacement showed a hydrogel infiltration into the anterior rectal wall, no symptoms were reported at that time, it was thirteen months that a rectourethral fistula was identified on cystoscopy and colonoscopy at the sixteen months. A pelvic exenteration with cystoprostatectomy, end colostomy and sigmoid conduit urinary diversion procedure was performed. The patient's postoperative condition improved at the sixth week in the overall quality of life.

Manufacturer narrative:
Correction: the imdrf patient code e172001 has been added to h6 to address the reportable event of abscess. Block b3: the exact date of the event is unknown. The provided event date, 12/04/2024, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source: shah yb, lokeshwar sd, brutus n, et al. Bmj case rep 2024;17: e263333. Doi:10.1136/bcr-2024-263333. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e1310 captures the reportable event of utis. Imdrf patient code e2315 captures the reportable event of fluid discharge.

Event description:
Boston scientific became aware of an event involving an spaceoar hydrogel through the article, rectourethral fistula after perirectal spacer placement requiring pelvic exenteration, by yash b, shah et al. The article presented a case of a patient who underwent spaceoar placement, pelvic radiation treatment was completed 3 months afterwards, the patient was 24 months of androgen deprivation with bicalutamide and leuprolide. Four months post-placement, the patient experienced pressure, mucous passage, and light bleeding with bowel movements. By eight months, symptoms worsened with increased bleeding, clot passage, pain, and recurring urinary tract infections (utis). At 13 months, he reported air passage through the urethra, fluid leakage per rectum, and recurrent utis, though cystoscopy did not show a visible fistula tract. A postvoid residual volume discrepancy raised concerns. At 15 months, after stool was noted in the urine, a diverting transverse loop colostomy was performed. The magnetic resonance imaging (MRI) post placement showed a hydrogel infiltration into the anterior rectal wall, no symptoms were reported at that time, it was thirteen months that a rectourethral fistula was identified on cystoscopy and colonoscopy at the sixteen months. A pelvic exenteration with cystoprostatectomy, end colostomy and sigmoid conduit urinary diversion procedure was performed. The patient's postoperative condition improved at the sixth week in the overall quality of life.